Event description:
It was reported that during clinic visit, the rv lead sensing had dropped since implant. The pace/sense portion of the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.